Event description:
The haptic was found bent after the lens implanted in the eye. The doctor removed and replaced the lens.

Manufacturer narrative:
See MDR # 1920664-2007-01539 for the delivery device used with this intraocular lens.